Event description:
4/1/2020 - the consumer claims while laying on the couch with the product on lower back got really hot and burned a hole in her gown, couch and skin. No medical attention required.

Manufacturer narrative:
04/09/2020 - we have requested the device be returned to the manufacturer. To date we have not received the device. 08/20/2020 - we have received the device and the manufacturer has completed the investigation. Below is the manufacturers narrative: manufacturers narrative: no testing possible. Unit in non working condition. Unit had obvious signs of misuse. Consumer statement shows incorrect use. Unit is not to be trapped between user and chair or couch. Direction warn against this. Unit is to be put on top of any body part to be treated. Heating pad had signs of folding and creasing. This causes internal wires to move and create the current condition. Unit is to remain flat and without creases.

Manufacturer narrative:
4/9/2020 - we have requested the device be returned to the manufacturer. To date we have not received the device. 8/20/2020 - we have received the device and the manufacturer has completed the investigation. Below is the manufacturers narravie: manufacturers narrative: no testing possible. Unit in non working condition unit had obvious signs of misuse. Consumer statement shows incorrect use. Unit is not to be trapped between user and chair or couch. Direction warn against this. Unit is to be put on top of any body part to be treated. Heating pad had signs of folding and creasing. This causes internal wires to... 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Event description:
4/1/2020 - the consumer claims while laying on the couch with the product on her lower back got really hot and burned a hole in her gown, couch and skin. No medical attention required. 4/27/2021 - per the FDA's request, submitted a supplemental MDR that does not include the age and dob.

Manufacturer narrative:
(B)(4) - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
(B)(6) 2020 - the consumer claims that her gown, couch and skin. The consumer was laying on the couch with the heating pad on her lower back. Medical attention was not received.